Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and others. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified: broken sharp and stress marks, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp broken on the radius assessed as surgical impact.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.